Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A physician reported that during the cataract surgery, ophthalmic knives were found to be dull. Surgery has been completed on the same day without patient harm.

Manufacturer narrative:
Four opened side port knives, in sheathing, in blisters was received for the report of blunt knives. Samples 1,2,3 and 4 were visually inspected and found to be conforming. Functional penetration testing was then performed and found to be nonconforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened four samples were found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments for and dull blade found on samples and a a nonconformance investigation was completed to investigate the root cause for damaged cutting edges for the related nonconformance search. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).